Event description:
It was reported that the physician felt that the pt's vns generator "intensified f/u indicator (ifi)" had tripped earlier than expected. Based on the pt's settings and the battery life estimation tables in the physician's manual, the vns generator ifi indicator likely should not have tripped. The alert is meant to serve as a notification to the treating physician that more frequent clinical monitoring is recommended as the generator battery was measured to be at a level where more frequent clinical monitoring is recommended. A review of the previous programming history identified that the voltage measured by the generator less than one yr after implant (2.742v) was uncharacteristically low based on pt therapy settings, system impedance and implant duration. Additionally, based on the timing of the initial report, it appears that the measured generator voltage has been within the ifi limits (which corresponds to the last 25% of remaining battery capacity) for approximately 2.5 yrs, which is unexpected behavior at these voltages. A review of the generators device history record (DHR) revealed that all electrical tests/visual inspections were passed prior to device shipment and that the voltage measurement accuracy of the generator was near the upper limit of the specification, which may explain the lower measured voltage value. Attempts for additional info are in progress.